Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that device stuck in stent occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and non-calcified left internal iliac artery. After pre-dilation was performed with a non-bsc balloon catheter, a carotid wallstent was placed. A 4.0mmx40mmx135cm (4f) sterling¿ balloon catheter was then advanced for post-dilatation. However, the device was caught with the implanted stent and became defective. The device was removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.